Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Hospital notes were provided and reviewed by a healthcare professional. Review found the 7 year follow up shows the patient is experiencing no pain and is experiencing no difficulties with mobility. At this follow up, the prosthesis appears to be optimally sized without migration. Further medical records were not provided. X-rays were provided and reviewed by a health care professional. Review found right total knee arthroplasty with possible polyethylene wear of the medial compartment with associated genu varus deformity and possible tibial component fracture medially. Overall size of the implant is appropriate. Normal bone mineralization. No signs of loosening, radiolucency. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 183420 1926429 vngd cr tib brg 10x63/67; 183008 2063104 vanguard cr ilok fem-rt 65; 184720 394140 series a pat w/wr thn 25 1 peg. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00728, 0001825034 - 2021 - 00729.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, the patient was revised on an unknown date due to recurrent dislocations and instability caused by poly wear due to device malposition. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.